Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 6mm x 2.50mm wolverine coronary cutting balloon was selected for treatment. During the procedure, the ballon ruptured at 6atm for 10 seconds upon second inflation. The device was removed without problem using the normal method. The procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.